Event description:
Healthcare professional reported a right side "rupture." Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was broken shell, red particles material was found on the shell, fold creases and missing shell. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, broken sharp and wear abrasion. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: one sharp edge broken in the side posterior assessed, as unidentified (tear) opening. One opening striated in the side anterior assessed, as surgical damage. Missing shell assessed, as inconclusive.

Event description:
Healthcare professional reported, a right side "rupture". Device was explanted.